Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step prior to filling the cartridge. Tandem technical support educated caller to complete air removal step. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.